Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 450mg/dl. The customer states they have treated with the pump. Troubleshoot was conducted. The pump was found to have passed testing and to be functioning as designed. The customer was advised to monitor the device, conduct set change, and call back if issues persist.